Event description:
It was reported that the device was used during a gastrectomy. It was reported that the cartridge on the device was empty. Another device was used to complete the case. There was no consequence to the pt.